Manufacturer narrative:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and retained by the explanting facility. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that shock impedances on this patient's right ventricular (rv) lead were chronically high, first going out of range on (B)(6) 2017. On (B)(6) 2018, this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.